Event description:
It was reported that the programmer's screen would freeze and the programmer had to be turned off and on again in order to work. Follow-up determined that the programmer was able to complete its device checks and interrogations, by turning it off and back on when necessary. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's screen would freeze and it was attributed to the programmer not responding consistently to the stylus, that the stylus was working only intermittently. The stylus was replaced and calibrated, and the overlay/bezel assembly was replaced as well, as a preventive. The hard drive was reconfigured and the software reloaded. (B)(4).